Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit had fan failure resulting in system over temperature. There was no patient harm reported.